Event description:
Blood pressure dropped during graft introduction steps of procedure. Anesthesiologist administered fluids and IV medication to restore bp to normal.

Manufacturer narrative:
Patient ID corresponds to manufacturer customer feedback records. Patient weight is unknown to manufacturer. The code of "other" meaning that inspection records, testing, lot records, training, etc. Were valuated. The results of this investigation are to date inconclusive. Previously the manufacturer reported drops in blood pressure that appeared to be isolated to a single facility that was employing a specific deviation to the surgical technique. The investigation is ongoing. The manufacturer will provide an update when additional information becomes available.